Event description:
It was reported that after a tka had been performed in 2019, and a subsequent revision surgery had been performed 6 months later, the patient experiences an excruciating pain near the patella and the tibia. The surgeon is recommending a total removal and replacement of a smaller or different unit. However, the patient does not want to go through a revision surgery until they get a second medical opinion. Therefore, the revision surgery has not been performed yet.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a revision surgery had been performed on (B)(6) 2019, the patient experiences an excruciating pain near the patella and the tibia. The surgeon is recommending a total removal and replacement of a smaller or different unit. However, the patient does not want to go through a revision surgery until they get a second medical opinion; therefore, the revision surgery has not been performed yet. Situation is ongoing.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient has experienced excruciating pain near the patella and the tibia after a tka revision which was performed just 6 months post implantation for the ¿plate not being connected¿. The patient reported that ¿in the process the top of my tibia was shattered¿; however, no further information regarding the revision was provided. Reportedly, the surgeon recommends the removal and replacement of devices with a smaller or different unit and the patient is unwilling to proceed with plans for revision until a second opinion is received; therefore, a second revision has not been performed and the situation is on-going. It was also communicated that a doctor ¿has advised the knee replacement is not a good fit and need to be removed and repair of damages needs to be performed before inserting a replacement component¿. An updated email communication was received as ¿op notes¿ shows a snip of the patient¿s surgical history indicating a tka was performed 6/22/2018 and a revision tka, 1 component performed 2/19/2019. However, the provided chartstiks from an email correspondence dated 2/10/2022 supports a revision of the left tibial baseplate, articulating insert and implantation of a gii long tibial stem on 2/19/2019. No further medical documentation has been received as of the date of this medical investigation. Unfortunately, further root cause analysis of the post-operative pain/complications and/or further patient impact cannot be assessed without the requested medical documentation. The root cause of the reported excruciating pain following the revision cannot be definitively concluded; however, the patient reported a shattered tibia with the revision. The patient impact beyond the reported pain post revision cannot be determined. No further clinical/medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.